Event description:
On 26jul2024, a johnson and johnson vision care sales representative advised a patient (pt) was diagnosed with a corneal ulcer (eye not provided) after wearing an acuvue® oasys max 1-day brand contact lens (cl) for a week. On 31jul2024, a call was received from an eye care professional¿s (ecp) office. A representative reported the pt is the ecp. The exact date of event was unknown. The pt was seen in the office on (B)(6) 2024 and prescribed ofloxacin 1 drop every hour for 24 hours, then four times daily (qid) for 10 days. The pt does not have a return visit and has been wearing glasses. No additional information was available. The ecp was not available at the time to provide anything additional. On 01aug2024, a call was received from the ecp/pt who provided additional information. On 21jul2024, the pt reported 1 left eye (os) lens caused discomfort, eye felt ¿funky¿ and dry towards the end of the day. The pt removed the os suspect cl and inserted another lens the following day and after ¿some time of wear¿ the pt reported eye pain, tearing, and photophobia. The pt was seen by another ecp at the same office and was diagnosed with an os corneal ulcer, mid peripheral at 7 o¿clock at the pupil margin, staining present, non-infectious, but size of ulcer was not available. The pt confirmed ofloxacin 1 drop every hour for 24 hours, then qid for 10 days. No additional treatment was prescribed. The pt reported, today, 01aug2024, another ecp examined the os and advised a scar is present, no staining. The pt will ¿probably return to cl wear tomorrow as the os feels good now.¿ no formal documentation was taken at the ecp¿s office. The pt didn¿t notice anything abnormal with the appearance with the suspect lens. No additional medical information was provided. The suspect os lot number is unknown. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.